Event description:
Information was received that device back from repair missing the alarm. No adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received with a missing alarm reed holder. No other apparent physical damages. During the evaluation of the device the customer reported condition was confirmed problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.